Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for catalog reported have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 3 molecular false positive results for acinetobacter on the biofire. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: the customer is reporting 3 additional false positive bottles having nonviable contaminants identified via biofire. Non-viable organism identified as acinetobacter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced 3 molecular false positive results for acinetobacter on the biofire. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: the customer is reporting 3 additional false positive bottles having nonviable contaminants identified via biofire. Non-viable organism identified as acinetobacter.